Manufacturer narrative:
Concomitant medical products: product ID 8780 , serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022 , ubd: 02-nov-2014, UDI#:(B)(4), product type :catheter ;product ID 8784, serial# (B)(4), implanted: (B)(6) 2015 , explanted: (B)(6) 2022, ubd: 16-jun-2017, UDI#:(B)(4), product type :catheter; product ID 8784 ,serial# (B)(4) ,implanted: (B)(6) 2015 ,explanted: (B)(6) 2022 , ubd: 03-aug-2017, UDI#: (B)(4), product type :catheter; if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving gablofen (500 mcg/ml at 70 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was taken in for a revision today due to the patient having withdrawal symptoms. Per the hcp, the patient started having withdrawal symptoms yesterday and today they brought the patient in for a workup. As part of that, they aspirated from the cap (catheter access port), and it was sluggish, so they were suspecting a catheter issue and planned to do a potential revision today because the patient was in active/acute withdrawal. The pump logs were also read and nothing odd was noted. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. During the procedure, the catheter was replaced. A portion of the existing spinal segment and the pump connector were removed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.